Event description:
It was reported that the user experienced recurrent hypoglycemia overnight as well as lows following certain meals and after prior hyperglycemia while using the ilet and treating lows with oral glucose. Symptoms included low glucose readings without reported clinical symptoms at 74 mg/dl and high glucose without reported clinical symptoms at 196 mg/dl. Outcomes included the need for additional training and coaching on device use and glucose management. Investigation included review of available glucose reports and case triage for clinical mentorship. Investigation of this case revealed no device malfunction reported and an unclear cause of hypoglycemia events. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.